Event description:
It was reported to philips that the allura device would not allow fluoroscopy. The device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not allow fluoroscopy. Review of the system log file showed that the malfunctioning in frontal and lateral ip-pc. Upon functional testing the fse found that the operating system (os) disk drive of the frontal image processing personal computer (ip-pc) was not powered up. The image disks were full and hard drive bay was not reading the os disk. The fse replaced the frontal ip-pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.